Event description:
The user facility reported that the unit was on patient and they noted that fio2 monitored value would not read greater than 70%. They attempted to calibrate o2 sensor two times, no change. Patient was placed on another vent. No patient harm.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and identified the oxygen not calibrating accurately. Field service calibrated the blender, made minor adjustments, tested the oxygen accuracy at 30%, 60%, 70%, 80% and 90% and found all within 1% of requested oxygen concentration. Upon completion the device was released back to the customer ready to be placed back into service. Care fusion has sent a letter via email to the user facility seeking additional information concerning the reported event and the condition of the patient. As of april 14, 2015, the user facility has not responded to the letter.